Manufacturer narrative:
Information contained in this report was previously submitted through psr on 15/oct/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Healthcare professional reported a right side rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional additionally reported "masses along the internal mammary chain, likely representing lymphadenopathy". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified broken shell and others, white particles on the shell and underweight. A visual and microscopic analysis was performed which identified sharp broken on the shell. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp broken on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported a right side rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional additionally reported "masses along the internal mammary chain, likely representing lymphadenopathy". Device has been explanted.